Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Upon review, it was found, the first out of range measurement occurred the day after the patient underwent a generator change out procedure. The patient was seen in-clinic for troubleshooting and device reprogramming. The device was reprogrammed and the plan is to continue to monitor the right ventricular (rv) lead at this time. The crt-d system remains in service at this time. No adverse patient effects were reported.